Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs system generator was not communicating with external devices. The patient programmer displayed a communication error and the charger could not locate the device. Surgical intervention was taken and the patient's scs system generator was replaced and stimulation therapy restored.